Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Thirty-seven events were reported for this quarter. Thirty-six devices were received for evaluation. Twenty-seven events were duplicated. The event was not duplicated during testing for 8 devices; however, the devices were found to be out of specification. Thirty devices were found to be affected by a damaged component. Five devices were found to be affected by corrosion. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. One device was not available to stryker for evaluation. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 37 malfunction events in which the device overheated. Thirty-one events had no patient involvement with no patient impact. Six reported events had patient involvement with no patient impact.